Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed, the cutting wire securing component disconnected from the catheter at the distal end. A section of the cutting wire securing component has broken and detached from the device. The broken section is estimated to be 3 mm in length and 0.5 mm in diameter. The broken section was not included in the return. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. During our laboratory eval, we examined one unused product from the finished goods warehouse. The sphincterotome was subjected to a functional eval. The handle was manipulated to bow the end of the sphincterotome. The sphincterotome functioned as intended. The cutting wire securing component remained secure to the catheter. A discrepancy was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because, the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to separation of the catheter and cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advised the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: this type of occurrence was brought to the attention of the quality review board (qrb) and an action item has been assigned to further investigate reports of this nature. No further action warranted at this time because, the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2010, the following info was provided to cook endoscopy: during an endoscopic retrograde cholangiopancreatography, the physician used a cook endoscopy fusion omni-tome sphincterotome. The sphincterotome was advanced into the common bile duct. After using the electrosurgical generator and when the handle of the sphincterotome was bow the cutting wire broke at the tip. The physician gently removed the sphincterotome and a stent was placed in the common bile duct. This info did not reasonably suggest a reportable event had occurred. On (B)(6) 2010, the device was returned for eval. Upon eval, we confirmed the cutting wire securing component had separated from the catheter at the distal end. A section of the cutting wire securing component (approximately 3 mm in length and 0.5 mm in diameter) has broken and detached from the device. The initial reporter indicated no section of the device remained inside the pt's body. Our laboratory results were communicated to the initial reporter and confirmation of pt impact was requested. The initial reporter could not confirm the location of the missing section but confirmed nothing was retrieved from the pt. Therefore, this report is being provided out of an abundance of caution. If additional info is provided, a follow-up medwatch report will be submitted. According to the initial reporter, no section of the device remained inside the pt's body. The location of the missing section could not be determined. The pt did not require any additional medical procedures due to this observation. The pt did not experience any adverse effects due to this occurrence.